Event description:
The handheld device (hhd) was received with an ac adapter, serial cable, v8.1 flashcard, and with the main battery depleted. Analysis confirmed that the battery would not accept a charge rendering the hhd inoperable. Once the battery was replaced with a known good battery no anomalies were noted with the operation of the hhd. The root cause of the battery failure is likely wear and/or usage of the battery. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
A user reported difficulty operating his handheld device (hhd). On site troubleshooting by a manufacturer field representative determined that the battery of the hhd had depleted and the hhd would not power on. After removing and reseating the battery and software data card, and ensuring the battery door was properly locked, the hhd powered on. However, during charging the power light for the hhd was flashing green and orange while plugged in. After unplugging the handheld from the wall to test if the hhd could be run on battery power the hhd turned off. It was suspected that the unit had a faulty battery and the hhd unit was returned to the manufacturer and is currently undergoing product analysis.